Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and a failed battery prior. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 288 mg/dl at the time of the incident. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was unable to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the high blood glucose reading could not be performed due to the incomplete rewind process. The customer did not have any treatment and stated that they were going to a pharmacy. Failed battery test troubleshooting was also not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No e70 alarm on pump alarm history screen noted. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.